Event description:
The user facility reported that water was leaking from the bottom right corner of the processor's lid during a cycle onto the floor. The user facility believes a diagnostic cycle was being run at the time the leak occurred. The operator cancelled the cycle and notified steris. The amount of water that leaked could not be determined as it was cleaned prior to the arrival of the technician. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found that the tray was leaking into the drip pan resulting in intermittent overflows from the lid. The leak originated on the tray where glue was coming off of a hose connection. The cause of the deteriorating glue connection is unknown, but is typical of operators carrying the tray by the hose. The tray was discarded and replaced with a new tray. A leaking tray, such as was observed in this event, does not leak large amounts of fluid during a cycle; more than one cycle is needed before the drip pan is full and water may begin to leak out of the lid. The system 1e operator manual section (9-1) states, "the user must clean the drip pan between cycles". The steris service technician informed the user facility that the drip pan must be wiped clean between cycles. The unit is operational and no further issues have been reported.